Event description:
The customer reported that the system displayed a checksum error code. This error code means the system detected a failure while checking all aspects of software and hardware during booting up. This may prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory. The system operates as intended.